Event description:
Legal claim alleges: patient was implanted with a depuy hip implant on (B)(6) 2009. No further information has been provided; however, it indicates that patient may have been revised. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Legal claim alleges: patient was implanted with a depuy hip implant on (B)(6) 2009. No further information has been provided; however, it indicates that patient may have been revised. Update: (B)(4) 2011 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. Update: (B)(6) 2011 - litigation papers received, there is no new information that would change the outcome of this investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.